Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) patient reported that they would have severe pain in her kidneys and vaginal area due to the retention of urine. No further complications were noted or anticipated.